Event description:
While having a total knee arthroplasty, navigation pin head broke off in the left lateral side of the femoral condyle. The pin was not removed and was reported as a retained foreign body.